Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user showed signs of an acute infection at the incision site, including pus drainage, redness, and pain. Antibiotics were prescribed but were ineffective. The user was explanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to an infection at the surgical incision, which started eight days after device activation. Reportedly treatment with antibiotics was unsuccessful. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
The user showed signs of an acute infection at the incision site, including pus drainage, redness, and pain. Antibiotics were prescribed but were ineffective. The device was explanted.

Event description:
The user showed signs of an acute infection at the incision site, including pus drainage, redness, and pain. Antibiotics were prescribed but were ineffective. The device was explanted.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to an infection at the surgical incision, which started eight days after device activation. Reportedly treatment with antibiotics was unsuccessful. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. However, the presence of the device might have contributed to its subsequent development. The explanted device has not been received for investigation yet.